Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to perform the occlusion test due to the blank display.

Event description:
The customer stated that the insulin pump had a blank display when he woke up. The customer also reported a blood glucose reading of 319 mg/dl. Troubleshooting was performed. The customer stated that the screen lit up and half of it was black. Nothing further was reported.